Event description:
The foreign distributor in (B)(6) reported that while on a patient the unit alarmed 48v power supply voltage too low. They also reported no patient harm.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that the reported event was caused by a malfunctioning power supply. Carefusion has requested additional information from the foreign distributor concerning the reported event, condition of the patient and if the device has been repaired. As of june 30, 2015 there has been no response from the user facility.